Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator turns on by itself. It was reported there was no patient involvement at the time the issue was discovered. Evaluation of the device is currently pending. Investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse stated that the event log did not have any significant errors. The fse then replaced the power switch overlay and confirmed the reported issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service.